Event description:
During an embolization of a recurrent posterior communicating aneurysm, another manufacturer's microcatheteter was placed in the aneurysm, then placed another manufacturer's stent (3.5 x 15) with the microcatheter between the vessel wall and the stent. Delivered and detached 3 coils successfully. Placed the final detach coil and proceeded to detach the coil. There was no resistance noted or reverse torque noted. Turned the dld at least 20 times. When the physician pulled back it had not detached and the coil would not come back either. Checked to make sure that the microcatheter was not kinked or looped. It was okay. Worked for another 20 minutes or so, it would not detach. The physician made the decision to cut the delivery wire at the groin and leave it inside the patient.